Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a large number of shocks due to oversensing. As a result, the lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection noted insulation damage exposing the conductor coil 263-270 mm from the terminal pin. Due to the location and type of damage it was likely this was caused by entrapment in the clavicle/ first-rib region. Lead-on-lead abrasion was also noted.